Event description:
The event description according to the customer is as follows: multiple error alarms showed up after the ventilator starts up. The most common alarms were: technical event with internal reference number (B)(4) (alarm monitor defect), technical event with internal reference number (B)(4) (dev watchdog disabled), technical event with internal reference number (B)(4) (tinst sensor defect), technical fault with internal reference number (B)(4) (blower fault), technical fault with internal reference number (B)(4) (blower fault) and technical fault with internal reference number (B)(4) (ambient failure detected). In addition to the reported problems, the staff was unable to power off the machine (only force shutdown was possible) and cannot access the service mode to check the machine's status.

Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.